Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the user interface module and performed operational verification procedure. The unit meets all factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported touch screen is not responding on the vela ventilator. The customer reported that there was no patient involvement that was associated with the reported event.